Event description:
It was reported that patient complained of dizziness and a rapid heart rate. Device interrogation showed potential atrial undersensing. The physician made programming changes and no further issues were reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01, implantable pulse generator, (B)(6) 2014. (B)(4).